Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter has a power issue (meter does not turn on). The following month, this medical affairs specialist contacted the patient to clarify information obtained from the initial phone call. The patient tests his blood glucose 3 times per day and takes insulin to control his diabetes. He takes a set of amount of novolin 70/30 twice per day (30 units in the morning and 10 units at dinnertime). In addition, the patient takes 35 units of lantus before bedtime. After the power issue began two months prior, at 1am, the patient reportedly could not obtain a blood glucose reading on the subject meter or any other device, approximately one day after the reported issue began, the patient developed symptom of "frequent urination," which the patient felt was indicative of hyperglycemia. The patient allegedly increased his dinnertime insulin (novolin 70/30) to 15 units. The patient's reported symptom abated within 2 days. The patient felt that had he been able to test after the power issue began, he could have watched what he ate and may have prevented the aforementioned symptom. His diabetes medication was not changed immediately before or after the reported issue began. The power issue was not resolved during training. This complaint is being reported because the patient claimed that he had symptom that was suggestive of hyperglycemia after he was unable to test on the subject meter due to the power issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.